Event description:
The catheter could not produce an image after being placed into the patient. The catheter was removed and replaced without incident or harm to the patient manufacturer response for catheter, soundstar eco (per site reporter): per report, manufacturer notified.